Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) stuck to the tip and could not be deployed. There was no reported patient injury. The device was returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) stuck to the tip and could not be deployed. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile unit of the product ¿vascular closure device 6f - us¿ was received for analysis. Per visual analysis, the following conditions were revealed: the delivery shaft was inserted into an unknown non-cordis sheath of the proper french size; the deployment lever was not depressed; the indicator window was black/white; the plug was not deployed; the cowling guard was locked; the bleed back port was in its original position. The indicator wire was deployed, and the device was blood-saturated. No other outstanding details were observed on the returned part. The functional analysis was performed to the device. The indicator wire was pulled to move the indicator window from the black/white state to the black/black state. At the black/black stage, the deployment button was pushed down, completely depressed, and the plug was deployed. The indicator window turned to the black/red/white state. The device successfully performed the deployment process. Per microscopic analysis, the device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no anomalies were observed. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not confirmed through analysis of the returned device as it was received without any button depression and there were no anomalies noted during functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since there were no issues noted to the device during functional analysis. However, procedural/handling factors possibly contributed to the unknown issue experienced during the procedure. It should be noted that since the deployment lever/button of the received device was not depressed, it is expected that the plug would not be deployed from the unit. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.